Event description:
It was reported that a user experienced hypoglycemia to a blood glucose of 60 mg/dl after self-treating a prior low with two glucose tablets and a bowl of sugary cereal, which led to subsequent hyperglycemia followed by a later low. Symptoms included hypoglycemia and hyperglycemia ranging from 45 mg/dl to 312 mg/dl. Outcomes included self-management at home without medical intervention. Investigation included troubleshooting and education focused on appropriate confirmation with fingerstick and stepwise treatment of hypoglycemia, including use of oral glucose. Investigation of this case revealed user technique and overtreatment of hypoglycemia as contributory factors rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error and therapy management behavior.